Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator with a monitorin voltage of 2.67 and a charge time of 34.8 seconds. This device is part of the avt latching population (6/17/2005).